Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported a surgeon alleged a 4 mm inaccuracy during navigation while in a lateral skull base case. The pt was registered with tracer; surgeon felt accurate after registration; accuracy was checked at tip of nose. Tracer was completed on side of pt's face; some of the pt's face was inaccessible for registration. Passive planar blunt was the only instrument used during the case. Also noted were several large bumps on back of the pt's head. The surgeon opted to complete the procedure with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.